Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, burning sensation, discomfort. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via MRI. Additionally, the patient developed discomfort and burning sensation in both breasts. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 13-jun-2022, mentor received additional information about the event. During explant surgery on (B)(6) 2022, it was discovered that both devices were removed intact and had not ruptured. Block b1 is product problem no longer applies to this report, nor does h6 medical device problem code material rupture (B)(6). The explanted devices were discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additionally, mentor became aware that the patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 500cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-jun-2022, mentor received additional information about the event: - the patient developed a lump on her right breast post implantation. - an MRI showed scattered subcentimeter cysts on both breasts. On 24-jun-2022, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in both of her breasts post implantation. Manufacturer¿s reference number: (B)(4).